Event description:
The user facility reported that water was leaking from underneath the unit. The amount of water was approximately 6 gallons. The following day the user facility reported that water was leaking from the unit. No injuries, procedural delays/cancellations or property damage reported.

Manufacturer narrative:
A steris service technician inspected the unit for the first reported event and found a small leak on the main hose and a leak to the spray arm. The technician replaced all the hoses on the recirculation system. The technician ran two test cycles and found the unit to be operating properly. The steris service technician inspected the unit the following day per the customer's report of continued leaking and could not verify where the reported water leak was coming from. He did find that the insulation on the main hose going to the spray arm to be wet, but no leak was observed. The technician verified that all hoses and clamps were secured. The technician ran two test cycles and confirmed the unit was operational; no further issues have been reported.